Manufacturer narrative:
H3: product analysis of react-68, lot# b377083 as found condition: the react-68 catheter was returned for analysis within a shipping box and within a plastic bio-pouch. Damage location details: no damages were found with the react 68 catheter hub. No bends or kinks were found with the react 68 catheter body. The react 68 catheter distal tip was found in good condition. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ and ¿catheter kink/damage¿ reports could not be confirmed. No defect was found with the returned react-68 catheter that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a react 68 catheter became damaged during the procedure. The patient was undergoing treatment for a mechanical thrombectomy and suction for acute occlusion of intracranial large vessels. The patient's vessel tortuosity was normal. The access vessel was the femoral artery, which was 5mm in diameter. It was reported that the patient¿s thrombus accumulated in the internal carotid artery, and the load was heavy. A nueron max catheter was used to deliver the react 68 for three suctions. During use, when it was delivered to the transverse sinus and sigmoid sinus, it was more difficult to go up due to the large angle. At the same time, the suction was used to aspirate the thrombus. After the fourth suction and withdrawing the react 68, it was found that the developing point at the distal tip was kinked and damaged. It was noted that there was catheter separation/break. There was resistance in the distal part of the catheter, but the react was not stuck in the guide catheter. Force had been applied during delivery or removal. There was no vasospasm, and no additional medical/surgical intervention was required. The patient did not experience any injury. The devices were prepared and flushed according to the instructions for use (IFU).